Event description:
It was reported to philips the device had a battery malfunction. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty battery. The fse replaced the battery. The device passed all performance assurance tests and was placed back into use with the customer.

Event description:
It was reported to philips there was a battery malfunction. There was no patient involvement.